Manufacturer narrative:
Ngp test appendix: visual inspection: retainer ring color: clear. Verify if the reservoir locks in place: yes. Scratched case, pillowing keypad overlay. Device did not had a battery installed when received. The duracell alkaline battery was received outside of the insulin pump in the packaging at 1.399 volts. Test energizer alkaline battery 1.559 volts. Ngp summary analysis: jabil electronics. 2.6a motor version. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, lcd function test, displacement test and the delivery accuracy test at 0.08725 inches. (No over delivery anomaly or under delivery anomaly noted. Device responded properly to button presses. No unresponsive buttons noted. No button error alarm/stuck button alarm noted.) (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customers passing from the attorney of the family. The information received on july 13, 2020 stated the following - reporter alleges: on or about (B)(6) 2019 the customer began using a 670g insulin pump. While using the insulin pump, the customer experienced occasions when the insulin pump keypad became unresponsive. On at least one occasion such as (B)(6) 2019, the customer received a large over delivery of insulin from the insulin pump, which constituted the entire remaining insulin within the reservoir. This over delivery was a contributing factor to the customer's passing. The customer did not receive any field action notices about unresponsive keypads or broken retainer rings that could lead to hypo and hyperglycemia. No further information was available.